Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was freely moving with uncontrolled motion. The image was not inverted. The customer also confirmed that it was the finger clutch that was lagging. The surgeon was dissecting the prostate when the issue occurred. The issue got resolved after the surgeon used the other console. The endoscope was inspected prior to use. The procedure was completed robotically with the same endoscope, but a different console. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. After the isi fse contacted the isi tse and was confirmed that the fault may have rectified itself. No further issues were observed in the logs and there were no further complaints. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the finger clutch on the surgeon side console (ssc) did not respond properly as there was a lag in its response. The lag also affected the scope movement in and out. There was no reaction at first and then it would have a sudden movement. The surgery was not affected as they had two ssc's and were using the other one. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.